Event description:
It was reported that nurse stated they received a low flow alert. Nurse have disconnected and reconnected the pads. Nurse have gotten a new arctic sun machine and were still receiving a low flow alert. Nurse stated the flow rate would be at 1.6 when therapy started and drop to 0. The patient was on covid precautions and was unable to get the serial number off the machines in the patient's room at this time. Mss confirmed with nurse they were using the proper technique to connect the pads by holding below the plastic connector piece. Mss informed nurse there was likely a bad pad since they have already tried a new machine with the same issue. Mss could walk them through placing the machine in manual control and test each pad individually so they do not have to replace all the pads. Nurse stated they would just get a new set of pads to try and call back if they continue to have any issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse stated they received a low flow alert. Nurse have disconnected and reconnected the pads. Nurse have gotten a new arctic sun machine and were still receiving a low flow alert. Nurse stated the flow rate would be at 1.6 when therapy started and drop to 0. The patient was on covid precautions and was unable to get the serial number off the machines in the patient's room at this time. Mss confirmed with nurse they were using the proper technique to connect the pads by holding below the plastic connector piece. Mss informed nurse there was likely a bad pad since they have already tried a new machine with the same issue. Mss could walk them through placing the machine in manual control and test each pad individually so they do not have to replace all the pads. Nurse stated they would just get a new set of pads to try and call back if they continue to have any issue.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.